Manufacturer narrative:
Corrected data: in the initial MDR, incision enlargement was inadvertently not captured, (B)(4). Device available for evaluation; returned to manufacturer on: 8/8/2019. Device evaluation: the product was returned to the manufacturing site. The lens was received pinched in the lens case between the daisy wheel and lens case housing. The lens has a detached haptic that could be related to the removal and replacement and/or handling for return. The haptic is not mentioned as part of the issue reported. The cause of the complaint is known: handling problem. Surgeon error, needed larger wound; there is no indication of a product quality deficiency. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted, if explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, a capsular tear occurred resulting in a vitrectomy procedure. It was reported the surgeon made an error and realized a larger wound/incision was required. The planned za9003 intraocular lens (iol) was removed and replaced in the same procedure.